Event description:
It was reported via user medwatch mw5107106 that the balloon detached. A 3.5mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the device broke into two pieces. The device was successfully removed from the patient. There were no patient complications reported.